Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the catheter exhibited a fracture. Upon review, it was noted that the catheter and the atrial leadless pacemaker (lp) exhibited premature separation. X-ray imaging confirmed the lp dislodged in the right atrium (ra). The lp was successfully retrieved and implanted. The patient was in stable condition.